Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited oversensing of noise which resulted in several noise reversion episodes. No intervention was reported. The patient experienced no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.